Manufacturer narrative:
The customer contacted a siemens customer care center. The quality controls (qcs) were in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample 1 mixer and auto aligned the sample 1 mixer and sample 1 probe. The cse ran service method tests and qcs, which passed. The cause of the discordant, falsely low glu result was due to the sample mixer malfunction. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician(s) who questioned the result. The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result of 110 mg/dl was reported to the physician as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.